Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had been unable to remain closed. A field service engineer effectively replaced the inserts and adjusted the guide rails to facilitate smoother operation of the drawer, thereby addressing the problem. The system functioned as intended after the field service engineer had troubleshot the device. A technical service specialist confirmed that there had been a delay in dispensing medication to the patients

Event description:
It was reported that when using the pyxis medstation es system, experienced drawer failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.